Event description:
Procedure type: unk. According to the reporter: the client reports that the plastic tip broke and fell into the abdomen during insertion of the trocar. There was no report if the operating time or the incision were extended as a result. No patient injury was reported. No more additional information at this time.

Manufacturer narrative:
(B)(4)